Event description:
It was reported to philips the battery connector b had a bent pin. There was no patient involvement.

Event description:
It was reported to philips the battery connector b had a bent pin. There was no patient involvement. A philips authorized field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty battery pca. The fse replaced the battery pca. The device passed all performance assurance tests and was placed back into use with the customer.